Manufacturer narrative:
This report is submitted on 27 apr 2021.

Manufacturer narrative:
This report is submitted on february 11, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020, due to total loss of electrode function of the device. The patient was reimplanted with another cochlear device during the same surgery.